Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap ventral/incisional hernia. According to the reporter: the surgeon loaded the endostitch sulu and the jaws would not open or toggle. The device was not used in the patient. There was no patient involvement and no patient injury/hazard.